Manufacturer narrative:
The getinge field service engineer (fse) reported that the customer had stated that the iabp unit had "system failure alarm" display when powered on. After resetting the iabp unit, the message disappeared. Once again, after another power up, the iabp unit displayed power failure. When the fse arrived on site and evaluated the iabp but did not receive failure alarm. The fse checked the logs and it was logged that a power failure did display on two separate occasions following error code 51. The fse noted that this would determine the mains board is beginning to fail and will need replacement. Customer denied repair and will have device put out of service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had a system failure alarm upon power up. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to confirm the reported issue. The fse noted that the service repair was canceled and the unit was not cleared for clinical use. A supplemental report will be submitted upon receipt of additional information.